Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer mother called to report that reservoirs have been leaking after removal of plunger. States has lost a whole vial of insulin due to this problem.